Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as bsc (B)(4). Reported at complex cardiovascular therapeutics (cct) 2017 conference in (B)(6). It was reported the patient experienced st elevation and a dissection. Percutaneous coronary intervention was being performed to treat restenosis of 3.0x32mm promus element that was placed in distal left circumflex artery (lcx). There was difficulty inserting a non bsc imaging catheter to the lesion so an anchor balloon technique was performed using a guidezilla¿. Angiography was attempted after inserting the guidezilla; however, st elevation was observed. The guidezilla was then pulled back up to the left main trunk and when ivus was performed a coronary artery dissection was observed from the lcx proximal part to the middle part. The physician noted that there was a possibility that the dissection was a result of a strong momentum when injecting the contrast media through the guidezilla. Two stents were then placed as treatment for the dissection and to treat the lesion. No further patient complications were reported.